Event description:
It was reported that the patient died. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The target lesion was pre-dilated with a 2.0 x15 mm balloon catheter followed by intravascular ultrasound. A 2.50 x 38mm synergy xd drug-eluting stent (des) was deployed in the distal left main to left anterior descending artery, another 2.50 x 38mm synergy xd des was also advanced and deployed in the middle left circumflex artery with 85% stenosis, and a 2.25 x 32mm synergy xd des was deployed in the diffuse lesion of the right coronary artery. Post-deployment, it was observed that the patient developed hypotension and went into cardiac arrest. Cardiopulmonary resuscitation was immediately performed but the patient died. The official cause of death was cardiac arrest and autopsy was not performed.